Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was freezing when selecting menu and maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) dialed into station, confirmed medication application was running, and verified that the rx was able to log in and remove medication successfully. The system functioned as intended after the technical support specialist investigated the device.